Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distorted image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that gastrointestinal videoscope had image with just fuzzy colors. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide an update to a previously submitted report. H4 mfg date updated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.